Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: hemorrhoidopexie. According to the reporter: the stapler did cut completely (circular), but did not form any proper b-formed staples. All the staples looked the same. The surgeon had to completely over sew the circular cut out mucosa layer to stop the heavy bleeding. Operation time was extended approximately one hour. More than 300 cc's of blood loss. Pt status unk, will be updated.